Event description:
The customer contacted stryker to report that their device powered off during use. In this state the device would be inoperable and defibrillation therapy would not be available if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to verify or duplicate the reported issue. The software logs were evaluated and it was determined the user pushed the on/off button for 2 seconds which shut the device off during use. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.